Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv (deep septal) lead exhibited variable thresholds and micro-dislodgement. The rv lead was reprogrammed before being repositioned. It was also reported that the high impedances noted on the rv lead and ra lead were due to the leads being temporarily disconnected from the implantable pulse generator (ipg) during the rv lead revision procedure. The ra lead was not revised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post-surgery the right ventricular (rv) lead was unable to confirm capture for one beat and exhibited chronic high thresholds. It was also reported that the rv and right atrial (ra) lead exhibited high impedance. The leads were revised and remain in use. No patient complications have been reported as a result of this event.